Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported that patient's right knee was revised due to aseptic loosening of the tibial baseplate. A size 4 triathlon tibia was revised to a universal baseplate with augment and stem.